Event description:
It was reported that when loading the transfer coping it wasn't connected to the implant and it fell out. The implant fell from the coping possible damage drive feature and the procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227. Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) for evaluation. Visual evaluation of the as returned devices identified the implant / bundle mount with minor signs of use. The implant and bundle mount were returned outside their original packaging, already opened therefore, the coob is non-verifiable as the conditions of the packaging / product when delivered to the customer are unknown / non-verifiable. No damage to the implant's drive feature was observed, and no apparent malfunction was identified. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1269035. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269035 for similar events and three (3) other complaints were identified (B)(4). Review completed utilizing keywords: ¿disengaged¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev.10-03/24. Information identified: "breakage." Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is inadequate handling by clinician or staff while opening the outer vial & inner vial. Therefore, based on the available information, a device malfunction did not occur. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative g3 was documented incorrectly in the initial report.